Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that 30 minutes into a vein harvest procedure, a small flame was created on the drape over patient's leg. The light source was off, but the staff of the facility alleges that the flame came from where the light cable was in contact with the drape. The spark was quickly extinguished by cold saline. The procedure was completed, so another light cable was not necessary.